Manufacturer narrative:
Device not returned.

Event description:
The endotine implants were implanted in the patient during a normal procedure. On 5/4/2017, the facility reported that it now appears that the implant is not holding the tissue. On june 20, 2017, microaire was notified by the facility that revision surgery is required.